Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. The product was not returned. The absence of the device for physical examination has limited the investigation into the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head presented no image. Event occurred before patient in room. There were no reports of patient involvement.